Event description:
Report 1 of 2. The customer contact reported an electrical shock. The docking station was connected to a gemstar pump. The pump was being used to deliver unspecified concentrations of fentanyl and marcaine in 100ml of normal saline at an unspecified rate. After an unspecified length of time in use, the nurse noted that the solution container was leaking fluid onto the pump and docking station. It was reported that when the nurse removed the tubing set from the pump the nurse received an electric shock to the hand. The nurse reported a "burning sensation" which completely disappeared after several hours. The docking station was removed from clinical service. There were no reported adverse effects to the nurse. No medical interventions were reported. There were no reported adverse pt events or delays in critical therapy while the device was in clinical use. During testing at the user facility, fluid was found inside the docking station, the docking station was not functional, and a burning smell was reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Report 2 of 2 of this event was submitted under MFR report #2921482-2010-00926. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).